Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in an adult female patient who had essure (ess205) (batch no. 12245204, 12239662) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? Yes". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstruation irregular, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, did you undergo an essure confirmation test? Yes added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in an adult female patient who had essure (ess205) (batch no. 12245204, 12239662-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? Yes". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstruation irregular, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Lot numbers 12239662 and 12245204 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in an adult female patient who had essure (ess205) (batch no. 12245204, 12239662-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? Yes". The patient's medical history included tubal ligation and grand multiparity. Concurrent conditions included body mass index normal, hypertension and hyperlipidemia. Concomitant products included amlodipine since 2007, atorvastatin since 2007 and benazepril hydrochloride (benazepril hcl) since 2007. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight decreased ("weight gain/loss specify which one: weight loss"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: hypertension") and dysmenorrhoea ("dysmenorrhea (cramping)") and underwent eyeglasses therapy ("vision/eye problems type: I had to get glasses"). In 2007, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain lower ("lower left abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstruation irregular, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, hypertension, tooth disorder, dysmenorrhoea, eyeglasses therapy, weight decreased, alopecia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, eyeglasses therapy, headache, hypertension, menorrhagia, menstruation irregular, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy regarding essure removal-have you had your essure (or any part of the device) removed? No, previously reported that essure has been removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Lot numbers 12239662 and 12245204 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-mar-2019: pfs received. Concomitant medication and condition added. Events: psychological or psychiatric problems condition: anxiety, migraines, headaches, blood or heart disorder/condition type: hypertension, dental problems, dysmenorrhea (cramping), vision/eye problems type: I had to get glasses, weight gain/loss specify which one: weight loss, hair loss, lower left abdominal pain, lower back pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') in an adult female patient who had essure (ess205) (batch no. 12245204, 12239662-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? Yes". The patient's medical history included tubal ligation and grand multiparity. Concurrent conditions included body mass index normal, hypertension, hyperlipidemia and perineal pain. Concomitant products included amlodipine since 2007, atorvastatin since 2007 and benazepril hydrochloride (benazepril hcl) since 2007. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight decreased ("weight gain/loss specify which one: weight loss"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), dysmenorrhoea ("dysmenorrhea (cramping)") and visual impairment ("vision/eye problems type: I had to get glasses"). In 2007, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain lower ("lower left abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy, laparoscopic hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstruation irregular, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, hypertension, tooth disorder, dysmenorrhoea, visual impairment, weight decreased, alopecia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, headache, hypertension, menorrhagia, menstruation irregular, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: discrepancy regarding essure removal-have you had your essure (or any part of the device) removed? No, previously reported that essure has been removed. Discrepancy noted in date of insertion- (B)(6) 2003 and date of removal - (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Lot numbers 12239662 and 12245204 are invalid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: no new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') in an adult female patient who had essure (ess205) (batch no. 12245204, 12239662-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? Yes". The patient's medical history included tubal ligation and grand multiparity. Concurrent conditions included body mass index normal, hypertension, hyperlipidemia and perineal pain. Concomitant products included amlodipine since 2007, atorvastatin since 2007 and benazepril hydrochloride (benazepril hcl) since 2007. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight decreased ("weight gain/loss specify which one: weight loss"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), dysmenorrhoea ("dysmenorrhea (cramping)") and visual impairment ("vision/eye problems type: I had to get glasses"). In 2007, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain lower ("lower left abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy, laparoscopic hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstruation irregular, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, hypertension, tooth disorder, dysmenorrhoea, visual impairment, weight decreased, alopecia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, headache, hypertension, menorrhagia, menstruation irregular, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: discrepancy regarding essure removal-have you had your essure (or any part of the device) removed? No, previously reported that essure has been removed. Discrepancy noted in date of insertion- (B)(6) 2003 and date of removal - (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Lot numbers 12239662 and 12245204 are invalid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: no new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') in an adult female patient who had essure (ess205) (batch no. 12245204, 12239662-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? Yes". The patient's medical history included tubal ligation and grand multiparity. Concurrent conditions included body mass index normal, hypertension, hyperlipidemia and perineal pain. Concomitant products included amlodipine since 2007, atorvastatin since 2007 and benazepril hydrochloride (benazepril hcl) since 2007. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight decreased ("weight gain/loss specify which one: weight loss"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), dysmenorrhoea ("dysmenorrhea (cramping)") and visual impairment ("vision/eye problems type: I had to get glasses"). In 2007, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain lower ("lower left abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy, laparoscopic hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstruation irregular, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, hypertension, tooth disorder, dysmenorrhoea, visual impairment, weight decreased, alopecia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, headache, hypertension, menorrhagia, menstruation irregular, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: discrepancy regarding essure removal-have you had your essure (or any part of the device) removed? No, previously reported that essure has been removed. Discrepancy noted in date of insertion- (B)(6) 2003 and date of removal - (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Lot numbers 12239662 and 12245204 are invalid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') in an adult female patient who had essure (ess205) (batch no. (12245204,12239662)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? Yes". The patient's medical history included tubal ligation and grand multiparity. Concurrent conditions included body mass index normal, hypertension, hyperlipidemia and perineal pain. Concomitant products included amlodipine since 2007, atorvastatin since 2007 and benazepril hydrochloride (benazepril hcl) since 2007. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia") and was found to have weight decreased ("weight gain/loss specify which one: weight loss"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), dysmenorrhoea ("dysmenorrhea (cramping)") and visual impairment ("vision/eye problems type: I had to get glasses"). In 2007, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain lower ("lower left abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy, laparoscopic hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstruation irregular, vaginal haemorrhage, heavy menstrual bleeding, anxiety, migraine, headache, hypertension, tooth disorder, dysmenorrhoea, visual impairment, weight decreased, alopecia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, headache, heavy menstrual bleeding, hypertension, menstruation irregular, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: discrepancy regarding essure removal-have you had your essure (or any part of the device) removed? No, previously reported that essure has been removed. Discrepancy noted in date of insertion- (B)(6) 2003 and date of removal - (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Lot numbers 12239662 and 12245204 are not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') in an adult female patient who had essure (ess205) (batch no. 12245204,12239662) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? Yes". The patient's medical history included tubal ligation and grand multiparity. Concurrent conditions included body mass index normal, hypertension, hyperlipidemia and perineal pain. Concomitant products included amlodipine since 2007, atorvastatin since 2007 and benazepril hydrochloride (benazepril hcl) since 2007. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia") and was found to have weight decreased ("weight gain/loss specify which one: weight loss"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), dysmenorrhoea ("dysmenorrhea (cramping)") and visual impairment ("vision/eye problems type: I had to get glasses"). In 2007, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain lower ("lower left abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy, laparoscopic hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstruation irregular, vaginal haemorrhage, heavy menstrual bleeding, anxiety, migraine, headache, hypertension, tooth disorder, dysmenorrhoea, visual impairment, weight decreased, alopecia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, headache, heavy menstrual bleeding, hypertension, menstruation irregular, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: discrepancy regarding essure removal-have you had your essure (or any part of the device) removed? No, previously reported that essure has been removed. Discrepancy noted in date of insertion- (B)(6) 2003 and date of removal - (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Lot number: 12239662, manufacture date: 2003-06, and expiration date: 2004-11. Lot number: 12245204, manufacture date: 2003-10, and expiration date: 2005-03. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-nov-2021: correction of batch number (removed not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular periods"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.